Manufacturer narrative:
During the eval of the device at the MFR's service center, the tech found that the display's backlight was out. The device's inverter board was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use.